Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in uruguay. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred on (B)(6) 2024. The site of insertion was buttocks. Infusion set was used for one day. No further information was available.